Event description:
It was reported that the patient device has high impedance the generator is also unable to provide full therapy. No surgical intervention has been reported to date. No additional relevant information has been received to date.